Event description:
The reporter called and alleged two discrepant results during a correlation study when compared to the lab. The reported device results were 1.5 and 2.7 inr. The corresponding lab results reported were 2.29 and 4.04 inr. No treatment was given based on the device. The device was replaced and requested to be returned for evaluation.